Event description:
It was reported to philips that the system did not start up as a fuse was blown. The system was not in clinical use. No user or patient harm has been reported. A philips remote service engineer (rse) spoke with the customer and determined the geometry computer caused the fuse to blow. The rse ordered a replacement geometry computer which the customer replaced. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system and determined the geometry pc caused the fuse to blow. The review of the system log files shows multiple software units running on the host pc cannot connect to their hardware devices. The rse ordered geometry pc and customer replaced the geometry pc. After replacement the device was returned to expected functionality. The codes were updated based on the investigation outcome. Evaluation method code was corrected.